Event description:
It was reported that on (B)(6), 2022, during the turb surgery of patient mg in the urology operating room, a rupture was found during the introduction of the medical device. The loop was then removed completely but a small piece, size of about 1.5 mm, migrated into the bladder with no further possibility of recovery." A piece of the bipolar ansa was broken (for excessive use maybe over 10 uses as described in the manual) this piece moved along the bladder and it has been necessary to increase the procedure for 30 minutes to try to collect the broken piece of ansa with cystoscope. Internal karl storz reference number: (B)(4).